Manufacturer narrative:
(B)(4): evaluation, results - inherent risk of procedure (dissection).

Event description:
During index procedure, a resolute integrity rx drug-eluting stent was implanted to treat a moderately calcified lad lesion. It is reported that a dissection occurred and a further resolute integrity rx drug-eluting stent was implanted to treat the dissection.